Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power supply ps3 is the most likely cause for the malfunction. The power supply was not replaced. An additional report will be made if further information becomes available.

Event description:
It was reported that the system 9800 intermittently vertical lift responds slowly. There was no adverse patient involvement reported. There was no patient information reported.